Manufacturer narrative:
Section h10 - component most likely language added. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000037227.

Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted. No falls were reported. Surgical intervention was undertaken, and during procedure it was noted that the lead was fractured, in turn the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.